Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. The date of death is not available at the time of this report; as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event it will be added and a supplemental report will be submitted accordingly. Referenced article: tricuspid valve replacement in a patient with a leadless cardiac pacemaker: current guidelines and recommendations for perioperative management. Case reports in anesthesiology. 2021, article ID 5559830, 1-7. Doi.org/10.1155/2021/5559830 . If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding tricuspid valve replacement in a patient with a leadless implantable pulse generator (ipg). The article reports a patient who developed symptomatic severe tricuspid regurgitation post implant of the leadless ipg. The patient underwent a right-sided thoracotomy with tricuspid valve replacement using a bioprosthetic valve. The operation was uneventful, and the patient was transported to the intensive care unit intubated, and on medication postoperatively. Later that day, the patient was noted to not be moving their left side; emergent head computed tomography (CT) was significant for right-sided edema. A repeated head CT after continued weakness showed severe diffuse edema. The family decided to proceed with comfort care measures and the patient subsequently died on postoperative day eleven. The status/disposition of the device is unknown. Further follow up did not yield any additional information.